Event description:
Customer's caregiver reported a nurse from her agency received an accidental fingerstick with this lancet device, went to the hospital and received a tetanus shot and possibly other treatment. She states that staff member is fine now. Requested return of device, replacement sent. Customer no longer had lancets that were in use at the time of the incident.